Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show drive stalls or alarms during the run, however, timeouts were observed. The device was reset and successfully paired to as master pdm. The rerun data of the device showed similar timeouts observed in the original download data. Investigation of the drive mechanism was completed to determine a root cause of the timeouts seen in both sets of data, but no cause was found. The reason for the timeouts could not be determined. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. For: omni pod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a bolus of insulin was delivered and a new pod was applied.